Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d9, h2, h3, h6, h11 a review of the service history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and flicker found. A definitive root cause could not be identified. However, based on the results of the investigation, fluid invasion was found at the scope connector, which could have contributed to the observed image issues, including loss of image and flickering. These findings are consistent with the customer¿s report. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a fuzzy image with static and then had no image (black screen). The issue was found during a diagnostic colonoscopy procedure. There was a slight delay reported however, there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.